Event description:
Distal marked balloon had hole in it. During prep the scrub tech attempted to inflate balloon and found a hole. A new device was used in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.